Manufacturer narrative:
See MFR: 3012307300-2018-00833, 3012307300-2018-00879, 3012307300-2018-00880, 3012307300-2018-00881, 3012307300-2018-00882, 3012307300-2018-00883.

Event description:
It was reported that the smiths medical device "blood return big veins" and the device was hard to slide. It was indicated that a nurse blew a vein. No other information was provided.

Manufacturer narrative:
One used deployment chassis and beveled catheter assembly was returned for investigation. Examination of the returned device via microscopy did not reveal any evidence of unusual leakage. The deployment chassis was very clean. The nose area was also very clean, the flash chamber showed little evidence of blood, however blood was present. The beveled catheter assembly was intact with the seal deployed over the actuator as if it had been connected to an IV set, however there is no evidence of an IV set attachment in the description or the returned device. The seal itself was extracted and examined for seal slit. The seal appeared to be slit off center, and did exhibit a significant tear on one of the three legs. This could have potentially leaked prior to seal deployment however since the seal was deployed as returned, the condition of the seal prior to deployment is indeterminate. The complaint could not be confirmed.